Event description:
It was reported that the patient was experiencing pain/¿painful hardware¿. On (B)(6) 2013, the pump was surgically repositioned and the catheter connector was revised. The outcome was noted as ¿resolved without sequela on (B)(6) 2013¿. The pump was delivering morphine. The severity of the event was noted to be "mild".

Event description:
Additional information received reported the event relation to the device/therapy was updated from "not related" to "related." Updated adverse event reported the patient had "burning pain and discomfort of battery site, especially while sitting." The statement of "painful hardware" was updated to "painful pump site."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the pain was associated with device positioning.